Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the cannula was bent. It was also reported that the customer had sensor and calibration errors. Customer's blood glucose level at the time 148mg/dl. Troubleshooting occured. No additional information was provided.